Manufacturer narrative:
The manufacturing record evaluation, manufactured date and expiration date have been provided on june 3, 2019. Therefore, expiration date and manufactured date have been populated. A manufacturing record evaluation was performed for the finished device 00001069 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was described that under a normal procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large hub broke. The issue resolved with replacing the sheath with a mobicath sheath. The procedure continued. No patient consequence was reported. The device was visually inspected and it was found in good conditions, no damage was observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The biosense webster inc. Product analysis lab received the device for evaluation on 4/24/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update the expiration date and manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hub broke. It was described that under a normal procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large hub broke. The issue resolved with replacing the sheath with a mobicath sheath. The procedure continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hub issue was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted on april 24, 2019 that the brim cap looks intact and did not separate from the hub. The dilator is missing. This returned condition was assessed as not reportable.